Event description:
It was reported via a lawsuit that a pt incident occurred during a colonoscopy with the electrosurgical unit (esu/generator). On or about (B)(6) 2010, it was alleged that a pt had a polypectomy procedure in which a perforation occurred. On or about (B)(6) 2010, it was asserted that surgery was performed to address the issue. It was then purported that on or about (B)(6) 2011, a hernia developed due to the perforation which required an add'l surgery.

Manufacturer narrative:
At the time of the event, there were no reports of a pt issue or an equipment problem. No anomalies were found in the review of the unit's device history record (DHR). Since the esu has been sold to the account, no servicing activities have been performed by erbe or its authorized distributor (note: it appears that the unit is being checked by the hospital's in-house biomedical staff). If any pertinent info regarding this incident becomes available, a f/u report will be submitted.